Event description:
A patient underwent a c3-4 posterior decompression and fusion. Four weeks post op, the patient fell and hit his head on a commode. Cervical x-rays showed that the c3 blocker came out of one of the screws which were still intact though it is difficult to tell if there is an associated fracture of the c3 lateral mass. The patient was readmitted to hospital as his neurology slightly worsened. He has now clinically improved and shows no adverse neurology but is being kept as an inpatient. Flexion/extension x-rays show some slight instability at c3-4 with a grade 1 slip as a consequence of the fall.

Manufacturer narrative:
Method: imaging review; risk assessment. Result: the device was not returned for evaluation as it is still implanted within the patient which was confirmed via communication with the sales rep. The event was confirmed via x-rays sent by that sales rep. The surgical technique warns surgeons to discuss all physical and psychological limitations inherent to the use of the device with the patient. Particular discussion must be directed to the issues of premature weight bearing, activity levels, and the necessity for periodic medical follow-up. Surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. Since the lot number was unknown, no manufacturing records could not be reviewed. Conclusion: the plausible root cause of the reported event was determined to be patient related - the patient fell and hit their head on a commode.

Event description:
A patient underwent a c3-4 posterior decompression and fusion. 4 weeks post op, the patient fell and hit his head on a commode. Cervical x-rays showed that the c3 blocker came out of one of the screws which were still intact though it is difficult to tell if there is an associated fracture of the c3 lateral mass. The patient was readmitted to hospital as his neurology slightly worsened. He has now clinically improved and shows no adverse neurology but is being kept as an inpatient. Flexion/extension x-rays show some slight instability at c3-4 with a grade 1 slip as a consequence of the fall.